Event description:
During use of a glidescope for dual lumen intubation the end of the device broke off in the bronchus. Another scope was used to retrieve the broken piece. The broken piece was hollow plastic approximately 4-5 mm in diameter and 1.5-2 cm in length.